Event description:
After a coronary stent with delivery system had been successfully advanced to target lesion site in the pt's right coronary artery, the stenting physician attempted to deploy the stent by balloon inflation. The balloon catheter was reported to have ruptured at approximately 5 atmospheres (atm's) of pressure as it was sustained for 20 seconds. The balloon catheter was successfully withdrawn and another balloon catheter was utilized to fully deploy the stent at the intended site. No pt complications are reported, and the pt is reported to have experienced a "good outcome" from the procedure.